Manufacturer narrative:
(B)(4)

Event description:
It was reported that patient presented with a broken locator abutment in mouth. Another abutment was able to placed. Implant remains intact.

Manufacturer narrative:
One locator abutment was returned for evaluation. The device was shipped to the supplier (zest) for evaluation. The supplier has not returned evaluation results at the time of this report. A supplemental report will be submitted when results are returned from the supplier.

Event description:
No further event information available at the time of this report.